Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a procedure, a mass was punctured and standard actuations took place. Upon removal of the needle from the mass, the orange segment of the handle separated from the white segment. Using the rapid exchange hub, the needle was removed and specimen expressed. The device was used on the patient, no death or injury. No injury to the device operator and no death or injury related to the use of the device. The patients condition after procedure was "normal" post procedure. No other known adverse events were reported.

Manufacturer narrative:
Manufacture reference number: (B)(4). Evaluation summary: one used device was received for evaluation. The visual inspection found the middle handle member had separated from the handle. The root cause of the observed condition was determined to be a result of the inner handle member missing adhesive. This issue has been brought to the attention of the appropriate manufacturing personnel and an action has been initiated in order to prevent this condition from recurring. Should we receive additional information a supplemental will be filed at that time.